Manufacturer narrative:
Site sample was not received. Batch t98298 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports that she felt were"burn holes" on her back. The cause of the consumer stating she felt were burn holes is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the subclass adverse event/serious/unknown requiring an investigation by the site. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. Lot trend actions taken: no trend identified in this batch.

Event description:
Event verbatim [preferred term]. Burned holes in her back/she had two burn holes in her back/ rubbing the blisters, saying she rubbed the skin off of the blisters [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. A 52-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t98298, expiration date jan2021, xl size, from (B)(6) 2020 for 4 hours because her back was hurting. Medical history was none. There were no concomitant medications. The patient experienced burned holes in her back/she had two burn holes in her back/ rubbing the blisters, saying she rubbed the skin off of the blisters on (B)(6) 2020. She wore the thermacare heatwrap for 4 hours and the thermacare heatwrap burned holes in her back. She took off the thermacare heatwrap and went to bed. She said this morning when she woke up, she rubbed her back because she felt something on her back, saying what she felt were burn holes. She said she rubbed her back and has burn holes in her lower back. She usually uses a thermacare heatwrap strip that she peels and sticks to her body, saying she never had a problem. She stated when she got up in the morning, she rubbed her back because it felt weird. She looked in the mirror and saw she had two burn holes in her back, saying the burn holes lined up with the black circles that are located inside the thermacare heatwrap. The thermacare heatwrap burned the top layer of skin off her back. The burns are like when a person's skin gets burned and the person gets a blister. When she rubbed her back in the morning, she didn't realize she was rubbing the blisters, saying she rubbed the skin off of the blisters. She put a band-aid on the 2 burn holes on her back for now. She is going to go to the store to buy some topical neosporin and put that on the burns and put a bandaid over the neosporin. A sample of the product is available to be returned. The action taken with thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was unknown. According to product quality complaint group: severity of harm was s3. Site sample was not received. Batch t98298 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports that she felt were"burn holes" on her back. The cause of the consumer stating she felt were burn holes is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the subclass adverse event/serious/unknown requiring an investigation by the site. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. Lot trend actions taken: no trend identified in this batch. Follow-up (18may2020): follow-up attempts completed. No further information is expected. Follow-up (12aug2020): new information received from product quality complaint group includes investigation results; onset latency was captured as 4 hours. Follow-up attempts are completed. No further information is expected.

Event description:
Burned holes in her back / she had two burn holes in her back / rubbing the blisters, saying she rubbed the skin off of the blisters [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A 52-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: t98298, expiration date: jan2021, xl size, from on (B)(6) 2020 for 4 hours because her back was hurting. Medical history was none. There were no concomitant medications. The patient experienced burned holes in her back / she had two burn holes in her back / rubbing the blisters, saying she rubbed the skin off of the blisters on (B)(6) 2020. She wore the thermacare heatwrap for 4 hours and the thermacare heatwrap burned holes in her back. She took off the thermacare heatwrap and went to bed. She said this morning when she woke up, she rubbed her back because she felt something on her back, saying what she felt were burn holes. She said she rubbed her back and has burn holes in her lower back. She usually uses a thermacare heatwrap strip that she peels and sticks to her body, saying she never had a problem. She stated when she got up in the morning, she rubbed her back because it felt weird. She looked in the mirror and saw she had two burn holes in her back, saying the burn holes lined up with the black circles that are located inside the thermacare heatwrap. The thermacare heatwrap burned the top layer of skin off her back. The burns are like when a person's skin gets burned and the person gets a blister. When she rubbed her back in the morning, she didn't realize she was rubbing the blisters, saying she rubbed the skin off of the blisters. She put a band-aid on the 2 burn holes on her back for now. She is going to go to the store to buy some topical neosporin and put that on the burns and put a bandaid over the neosporin. A sample of the product is available to be returned. The action taken with thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was unknown. According to product quality complaint group: severity of harm was s3. Site sample was not received. Batch: t98298 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports that she felt were"burn holes" on her back. The cause of the consumer stating she felt were burn holes is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the subclass adverse event / serious / unknown requiring an investigation by the site. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. Lot trend actions taken: no trend identified in this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. Exped trend actions taken: based on this citi customizable search for the subclasses of adverse event serious/unknown for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event serious / unknown for lbh product. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4). Follow-up (18may2020): follow-up attempts completed. No further information is expected. Follow-up (12aug2020): new information received from product quality complaint group includes investigation results; onset latency was captured as 4 hours. Follow-up attempts are completed. No further information is expected. Follow-up (12oct2020): new information received from product quality complaint group includes: updated trend information. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample was not received. Batch: t98298 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports that she felt were"burn holes" on her back. The cause of the consumer stating she felt were burn holes is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the subclass adverse event / serious/unknown requiring an investigation by the site. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. Lot trend actions taken: no trend identified in this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. Exped trend actions taken: based on this citi customizable search for the subclasses of adverse event serious/unknown for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event serious / unknown for lbh product. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4).

Event description:
Burned holes in her back/she had two burn holes in her back/ rubbing the blisters, saying she rubbed the skin off of the blisters [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t98298, expiration date jan2021, xl size, from (B)(6) 2020 for 4 hours because her back was hurting. Medical history was none. There were no concomitant medications. The patient experienced burned holes in her back/she had two burn holes in her back/ rubbing the blisters, saying she rubbed the skin off of the blisters on (B)(6) 2020. She wore the thermacare heatwrap for 4 hours and the thermacare heatwrap burned holes in her back. She took off the thermacare heatwrap and went to bed. She said this morning when she woke up, she rubbed her back because she felt something on her back, saying what she felt were burn holes. She said she rubbed her back and has burn holes in her lower back. She usually uses a thermacare heatwrap strip that she peels and sticks to her body, saying she never had a problem. She stated when she got up in the morning, she rubbed her back because it felt weird. She looked in the mirror and saw she had two burn holes in her back, saying the burn holes lined up with the black circles that are located inside the thermacare heatwrap. The thermacare heatwrap burned the top layer of skin off her back. The burns are like when a person's skin gets burned and the person gets a blister. When she rubbed her back in the morning, she didn't realize she was rubbing the blisters, saying she rubbed the skin off of the blisters. She put a band-aid on the 2 burn holes on her back for now. She is going to go to the store to buy some topical neosporin and put that on the burns and put a bandaid over the neosporin. A sample of the product is available to be returned. The action taken with thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.